Manufacturer narrative:
Could not confirm the customer¿s complaint that when backpriming the syringe on the secondary line, that the device leaked/sprayed the contents of the syringe. Performed stress test to try and replicate the customer¿s complaint. Probable cause for customer¿s complaint of the device spraying / leaking the contents from the syringe installed on the secondary port was not found. Device is functioning and alarming per design.

Manufacturer narrative:
Updated information in a2, b5, d1, d4, d10, e1, e3, g2, g4, h3, h10. D10: primary plum y-type blood set 200 micron filter, clave secondary port secure lock, 110 inch, ICU medical.

Event description:
Additional information provided by the customer per med watch report. A 10-cc syringe attached to the back prime port suddenly disconnected and exploded.

Manufacturer narrative:
The event occurred on an unspecified date. 01 jan 2024 has been used as a place holder. The manufacture date, 510k, and the UDI are unknown, because the item number and serial number were not provided. The device is available for evaluation-it has not been received. The investigation is pending.

Event description:
An event occurred on an unknown date involving an unspecified plum device experienced leakage during patient use. The report stated that the customer had another incident of a bloody pump. This happened by back priming. In this case, the nurse also got sprayed in the face. They did think previously that this was a contributing factor, but with the original 4 pumps, they did not have any evidence of them having been used in this manner with the last patients the pumps were used on. A 10cc syringe was attached to the clave on the b port when back-priming. Air in line during blood infusion prompted rn to back prime into 10ml syringe. Upon removal of syringe, blood was leaked and splattered. There was a patient involvement, unknown harm/adverse event reported and unknown delay of therapy.